Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had unexplained alarm. The blood glucose level was unknown at the time of the incident. The customer reported that her pump was started alarming as well as it was very warm, she changed the battery, but it¿s not stopping alarming, alarm not visible on display. The troubleshooting was not performed. The insulin pump will being returned for analysis.

Manufacturer narrative:
After battery installation the device powered up and display froze after count up followed by an unexpected constant tone, problem isolated to m/b. Unable to perform any test or verify unresponsive button due to frozen screen.